Manufacturer narrative:
The tech replaced the scale ppm pcb to repair the bed.

Event description:
Info received indicates there are signs of fluid ingress on the scale ppm pcb. Bed still functions normally.